Event description:
(B)(6) advia centaur cp hcv results were obtained by the customer on patient samples and considered discordant when compared to other hcv test method results. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur cp hcv results.

Manufacturer narrative:
The cause for the discordant advia centaur cp hcv results is unknown. A siemens field service engineer (fse) went to the customer site for system inspection. The fse changed the reagent dilutor and performed weekly maintenance. The fse found no issue that may have contributed to the discordant results. Quality controls were within acceptable range. Siemens has requested patient samples. The information for use (IFU) states in the limitations section: "(B)(6) test result does not exclude the possibility of exposure to or infection with (B)(6). (B)(6) antibodies may be undetectable in some stages of the infection and in some clinical conditions."

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2013-00053 on 03/26/2013.(B)(4) 2013: additional information:siemens completed its investigation on the returned sample. Multi lot testing was performed on the returned sample. The sample was found to be reactive on advia centaur ahcv lots 062234 and 062235 with an index value of (B)(4). On advia centaur lot 062233, the sample result was equivocal with an index of (B)(4). Siemens was unable to confirm the (B)(6) results obtained by the customer.